Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow up visit, no capture issue was observed on the rv lead. Upon chest x-ray review, lead dislodgment was confirmed. Programming changes were made. Patient was booked for a lead revision. No further information available.